Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's quality assurance laboratory and the customer's complaint was confirmed. The device's lcd backlight connector was found to be damaged. The device had evidence of physical damage. The device was scrapped.